Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and guided them through resetting the pump. After the reset, the error code did not appear again.